Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 31010 was found indicating the error ¿sterile adapter sensor missing,¿ confirming the fault occurred in the field. Visual inspection did not reveal any anomalies related to the reported issue; however, when the usm was installed onto a golden system, the instruments failed to engage when the sterile adapter was connected, thereby replicating the event. Subsequent testing on a patient side cart fixture test platform (pftp) showed all functions operating within specification. Following completion of testing, inspection of the presence pins identified them as the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to mechanical failures of the presence pins located on usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) reported that the team was experiencing issues with the universal surgical manipulator (usm) arm 2, specifically that the wheels were not spinning when installing the sterile adaptor onto arm 2. Upon reviewing the error logs, multiple 31010 errors were noted, indicating that the sterile adaptor was not being sensed by the system. This problem was recurrent and becoming more frequent in the logs. No known impact or patient consequence was reported.